Event description:
It was reported that the customer experienced ongoing intermittent occlusion alarms, particularly during attempts to administer an extended bolus. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. After escalated troubleshooting, it was recommended that the customer¿s pump be replaced due to persistent occlusion issues. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.